Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for cervical/neck and spinal pain. It was reported that batteries in her programmer have been dead for a long time. Caller was not with pt at time of call. Tss reviewed w/ caller that programmer batteries can be replaced, programmer uses 2 triple a batteries. It was reported that  pt is needing MRI of cervical spine, caller is inquiring if pt is eligible. Caller noted pt is blind. Caller states pt is wanting the scs removed and replaced b/c pt does not feel that the scs is relieving her pain. Caller added that pt said she has noticed this since the ins was placed and does not think the "placement is working great". Caller was not with pt at time of call.